Event description:
Initial report: this serious spontaneous case report from (B)(6) was reported by a nurse on (B)(6) 2011 - (B)(4). This case involves a (B)(6) female who rec'd 1.5 vials of poly-l-lactic acid (sculptra) over a week ago, (therapy dates, dosages and indication were not reported). Poly-l-lactic acid was administered to her temples and cheeks. Several days after treatment, while sipping coffee, one side of the pt's face swelled up. On an unk date the pt started to experience swallowing difficulties for which she was seeking medical help for in hospital. It was not reported whether the pt was admitted to hospital. The pt was told at the hospital that these adverse events were the result of her severe allergy to poly-l-lactic acid. It is unk if any corrective treatment was given. The pt's outcome at the time of the report was unk. The pt's medical history was not provided. No concomitant medications were reported. The reporter did not provide a causal assessment.